Manufacturer narrative:
The tech found during a between pt inspection of the bed that the bed had a bent lock mechanism and the bed still rolled when the caster was locked. The tech replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding (still rolls when the caster is engaged). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).